Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the hub of the 6f 100 cm amplatz right (ar2) guiding catheter was found cracked and leaking blood. Another brite tip sheath introducer was used to complete the procedure. There was no reported patient injury. The product was stored and handled according to the instructions for use (IFU). No device damage was noticed prior to opening the package, and there was no difficulty removing the device from the sterile packaging. The device was prepped per the IFU without any noticeable difficulties. No damages were noted to the hub prior to inserting the device into the patient. There were no difficulties encountered while inserting or withdrawing any concomitant devices, except for some blood loss out of the hub. The device was returned for evaluation.

Manufacturer narrative:
As reported, the hub of the 6f 100 cm amplatz right (ar2) guiding catheter was found cracked and leaking blood. Another brite tip sheath introducer was used to complete the percutaneous intervention (pci). There was no reported patient injury. The product was stored and handled according to the instructions for use (IFU). No device damage was noticed prior to opening the package, and there was no difficulty removing the device from the sterile packaging. The device was prepped per the IFU without any noticeable difficulties. No damages were noted to the hub prior to inserting the device into the patient. There were no difficulties encountered while inserting or withdrawing any concomitant devices, except for some blood loss out of the hub. One non-sterile ¿6f .070 ar 2 100cm¿ unit was received for analysis inside a plastic bag. The device was unpacked to proceed with the product evaluation. During the visual inspection, no apparent damages or cracks were observed in the hub and the body of the catheter. For functional analysis, the catheter was flushed and results revealed a cracked condition and a leak in the hub of the returned device. Additionally, an aspiration test was executed and air was pulled inside the syringe. For microscopic analysis, amplified images of the hub and the distal tip were taken using the vision system. The distal tip of the catheter was observed to be intact. Additionally, the crack found during the functional analysis was reviewed under microscopic examination, revealing a crack on the top of the luer hub. The crack extended along the length of the luer hub body. The malfunctions ¿luer hub-leakage¿ and ¿luer hub-cracked,¿ were confirmed during functional testing, where evidence of both leakage and a cracked hub was found. The cause of the leakage and air aspiration issues was determined to be related to the crack on the luer hub. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape, and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information and product analysis, the cause of the luer hub crack could not be determined; however, it could be related to the manufacturing process of the unit. Therefore, an investigation has been initiated to further review the potential causes. No further action will be taken at this time.